Event description:
(B)(4). I started having a dull pain on my left side of pelvic area ; I just figured I was still healing. As months go by with out warning the pain would come back q monthly. After a few yrs and mentioning these pelvic pains to my dr, I was scheduled for an open ultrasound . I couldn't give my dr a definite answer when it would happen again. My pelvic pain was still there and it was blamed on menopause. I kept telling my dr that there was something wrong. I was placed on effexor 300mg a day, I am on lisinopril 75mg, I have lower back pain, painful intercourse with my husband, mood swings. My insurance covered both procedures the essure and ablation.